Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. Customer's blood glucose was 460 mg/dl. Customer reported that infusion set unable to lock is rotating and also opening alone. Problem occurred on three sets form the same box. The insulin pump will not be returned for analysis.